Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life with voltage fluctuations resulting in a call service 177 low battery warning. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and were able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specification. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the cgm module. The investigation was unable to duplicate the original complaint about a ¿short battery life¿. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.